Manufacturer narrative:
There were no returns from the customer site available for this evaluation. Retained kits of the prism hcv assay, list number 6a52-48, lot numbers 14431li00 and 11768li00 (as reference), were successfully calibrated on two different channels on a prism system (reflecting two instruments). The positive run control values met specifications. Thirty additional replicates of the negative run control were tested with both reagent lots on each of the two channels in order to assess reproducibility. All values of the negative run control for lot number 14431li00 were in the range from 0.11 to 0.17 s/co and no false positive result was obtained. Furthermore, the mean values for the negative run control for reagent lots 14431li00 and 11768li00 were statistically analyzed and the results indicate that the performance of both reagent lots is not significantly statistically different. Manufacturing and testing records for the likely cause lot (and any associated sub lots) were reviewed. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism hcv assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, it has been determined that the prism hcv assay kit (list number 6a52-48, lot number 14431li00), identified in this complaint is performing acceptably. A product deficiency was not identified.

Event description:
The customer observed an increse in the number of false reactive results generated by the prism hcv assay. According to customer statistics, (B)(6) of results are non-specific, in addition to the ones that are initially and repeatedly (B)(6). No individual specific donor testing information is available. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 06a52-48 that has a similar product distributed in the u.s, list number 06d18.